Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was at 2.56 volts and 4228 ohms, but it did not trip the eri (elective replacement indicators) message. Unsuccessful attempts were made to trip the eri message. The device was explanted and replaced. There were no reported patient complications as a result of this event.